Event description:
A malfunction was reported by a customer concerning their insulin pump. It was confirmed that there was no reported adverse impact on the customer's blood glucose level. The pump was replaced to resolve the issue, and the customer will use a backup insulin pump for insulin therapy until the replacement arrives.